Manufacturer narrative:
Common device name: nio stent, iliac. Product code: qan

Event description:
According to the initial reporter, after the physician deployed the stent in the left iliac, the 1st 75 % of the proximal stent deployed well and fully open. Then the distal 25 % of the stent did not fully open and remained compressed. After seeing this, the physician tried to balloon that part of the stent multiple times but each time, after ballooning, the stent would just compress again. After this, the physician had to line the inside of the stent with a competitive stent.